Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 480 mg/dl at the time of incident and customer treated with insulin. Troubleshooting advised customer on proper programming for the pump. Customer was advised to call back if further help is needed.